Event description:
This shaver handpiece was returned with a request for service with no specific problem reported. There was report of injury or surgical delay associated with this device.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for investigation and during testing, it was related to pc board failure. A design change has been implemented to address this failure mode. To date there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.